Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a chronic total occlusion (cto), very calcified proximal right coronary artery (rca). A dissection was performed for distal wire re-entry and retrograde passage. Then, a microcatheter was used to advance the viperwire guide wire through the lesion, which was now traversable. The patient began to have signs of arrhythmia due to decreased perfusion, which produced a st-elevation myocardial infarction (stemi) on the electrocardiogram (ECG). Under the complication of arrhythmia due to under perfusion, the orbital atherectomy treatment was attempted to open the vessel more quickly. The oad nosecone reached the dissection that had been created and this led to a controllable perforation without tamponade or major complications. A covered stent was placed and the perforation was resolved. The patient was hospitalized for three days, as indicated by the stemi protocol, and was discharged from the hospital. A cardiac ultrasound was performed as a follow-up medical examination and no sequelae or other effusion was visible.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a chronic total occlusion (cto), very calcified proximal right coronary artery (rca). A dissection was performed for distal wire re-entry and retrograde passage. Then, a microcatheter was used to advance the viperwire guide wire through the lesion, which was now traversable. The patient began to have signs of arrhythmia due to decreased perfusion, which produced a st-elevation myocardial infarction (stemi) on the electrocardiogram (ECG). Under the complication of arrhythmia due to under perfusion, the orbital atherectomy treatment was attempted to open the vessel more quickly. The oad nosecone reached the dissection that had been created and this led to a controllable perforation without tamponade or major complications. A covered stent was placed and the perforation was resolved. The patient was hospitalized for three days, as indicated by the stemi protocol, and was discharged from the hospital. A cardiac ultrasound was performed as a follow-up medical examination and no sequelae or other effusion was visible.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient arrhythmia, perforation of vessels, myocardial infarction, unexpected medical intervention, and hospitalization appear to be related to user error. In this case it was reported that a dissection was performed for distal wire re-entry and retrograde passage. The oad nosecone reached the dissection that had been created and this led to a controllable perforation without tamponade or major complications. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), states " use of the oas is contraindicated in the following situations: the patient has angiographic evidence of significant dissection at the treatment site.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.